Manufacturer narrative:
The account has isolated the pendant and the issue remains. The technician found the motor control board was not functioning. Repairs have not been completed.

Event description:
The account alleged that the trendelenburg function is not working on this bed and when he attempts to raise the hi/low, the head end of the bed rises briefly and the foot never moves. No injuries.